Manufacturer narrative:
Retainer ring=black. On 12/21/2021 customer called in with the following concern: caller states that every 3 minutes she is receiving a stuck button alarm. P-cap locked in place properly during testing. Insulin pump passed displacement test and self test. Insulin pump received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarms were found on 12/21/2021 at 05:22:09 hour through 09:10:04 hour, a total of 27 stuck key alarms were recorded. Proceed it by cutting insulin pump open and perform a visual inspection of connectors and electronic stack. All connectors including connector on electronic stack 1 was locked properly during visual inspection. However, corroded keypad traces noted during visual inspection. No physical damage noted during visual inspection. In conclusion customer concerns were not confirm. All buttons functioning properly during testing. However, corroded keypad traces were noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.